Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during initial drain. The caregiver (cg) indicated that the home patient (hp) was connected when the initial drain was started and did not disconnect. The technical service representative (tsr) explained the alarm and assisted with ending the therapy. The hp would start over with new cassette and bags. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.